Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the caller with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.